Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the part where the stapler was inserted into the cartridge was broken in the patient. The fracture was seen at the tip of the stapler where it was attached to the cartridge. They replaced the device with new one to finish the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter and articulation rod. A review of the device history record for the product indicates the following non-conformance was noted, there was label reconciliation issue, 2533 patient labels printed but only accounted for 2531, 2 labels short, which was not related to the reported condition. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.